Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23473. It was reported the sjm representative met the patient for reprogramming. However, the sjm representative was unable to obtain stimulation coverage in the patient's occipital area. Follow-up information revealed x-rays were taken and confirmed lead migration of the occipital leads. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the patient's leads were removed and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.